Event description:
Pt in procedure center for egd(esophagogastroduodenoscopy) procedure, right upper gastrointestinal bleeding. While endoscopist was attempting to ligate an esophageal varix using a disposable bander, the cap of the bander came unattached from it's connecting wire and fell into the patient's lower esophagus. Endoscopist was able to retrieve the bander cap from the patient's esophagus using a flexible snare. No apparent harm to patient. Another bander was used to successfully ligate the patient's esophageal varices. Boston scientific speedband superview super 7, ref# (B)(4), lot# 29999852, exp. 08/25/2023.